Manufacturer narrative:
Sc-2317-70 sn: (B)(4). Device evaluation indicated that the lead revealed high impedance. Visual (microscope) and x-ray inspection of the lead revealed that one cable was completely broken at the bent/kinked location of the lead. The bent/kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the clik x anchor site fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
A report was received that the patient experienced inadequate stimulation due to high impedance. It was noted that the patients leads were fractured. The patient underwent a lead replacement procedure and was doing well postoperatively.

Event description:
A report was received that the patient experienced inadequate stimulation due to high impedance. It was noted that the patients leads were fractured. The patient underwent a lead replacement procedure and was doing well postoperatively.